Event description:
Syringe tip broke off inside of patient's dialysis catheter, prior to treatment, pulling heparin out of the catheter lumen. No injuries, medical interventions or hospitalization were reported. The syringe tip was removed with needle nose plyers. Patient returned to their regular scheduled treatment without further issues. Brand of dialysis catheter is unknown. Customer also reported the same issue occurring with bloodlines(braun streamline airless system) occurring with patients using avf graft/fistula. While twisting the needle into the medication port, as well as while placing a needle on the syringe. No further information was provided.